Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a post op check, the patient was experiencing lightheadedness. A loss of capture was observed on the right ventricular lead. The lead was capped and replaced during an upgrade to a biventricular system. The patient was noted to be in stable condition following the procedure.